Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. This device was used, decontaminated, and not in its original packaging. Physical condition of this device has scratched lcd lens, damaged air detector and peeled downstream occlusion (dso) seal. Performed functional testing. Customer's reported problem was duplicated. During functional test the air in line failed. The reported cause was from inoperable air in line detector. Replaced the air detector to fix customer's reported problem and bring pump into full functionality. Device passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported device had air in line. The event occurred during testing. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
Unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.